Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed on (B)(6) 2013 by the pt's spouse that the pt had died the previous day. Per hospital summary, pt presented to the hospital on (B)(6) 2013, secondary to overall worsening condition. She was unable to talk and primarily bed bound. Malnutrition, dehydration, dysphagia and hypertension were also noted. Percutaneous endoscopic gastrostomy (peg) tube was placed and hospital stay was extended secondary to inability to reach goal with peg tube feedings. Family declined hospice placement and opted for continued treatment. Pt was discharged home on (B)(6) 2013, in stable condition with home health support. Pt died at home that same day. Cause of death per the prescribing md was gbm progression. No adverse events associated with device were reported. The last date of novotff therapy was not known until the devices were returned to novocure on (B)(6) 2013, and per logfile review, the last date of novotff therapy was (B)(6) 2013, and the device was operating as per normal operating parameters.

Manufacturer narrative:
Additional serial number: (B)(4), manufacture date 03/2013. Novocure concurs with the prescribing physician that death is related to progressive glioblastoma. Death is unrelated to novotff therapy. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novotff therapy and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (pt was wearing device on day of death).